Event description:
It was reported that the arctic sun device would not cool. Per additional information updated from ttm on sep2025, nurse stated device had been alerting 113 reduced water temperature control. Patient temperature (pt) was 37.9c, targeted temperature (tt) was 36c, water temperature (wt) was 25.3c, water flow rate (wfr) was 2.4 l per m. System diagnostics, outlet monitor temperature (t1) was 25c, outlet control temperature (t2) was 25.3c, inlet temperature (t3) was 25.6c, chiller temperature (t4) was 25.5c, water flow rate (wfr) was 2.4 l per m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 67 percent, mixing pump command (mpc) was 100 percent, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 3555.5, pump hours were 3327.5. Advised to send to biomed labeled 113 not cooling. No other devices available. Stated they just had to put in a work order for other device. They will need to use alternate method for cooling. Sn (B)(6). Biomed needs assistance with repairing nd trouble shooting device reported with 113 reduced water temperature control. Per review of wo notes, it was determined that the device had a chiller issue, t4 25.2 and the chiller tank was full of water.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed chiller. The device was evaluated upon receipt. During evaluation it was determined that the device had a chiller issue, the chiller tank was full of water. The customer declined the estimate, and the device will be returned unrepaired. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool. Per additional information updated from ttm on sep2025, nurse stated device had been alerting 113 reduced water temperature control. Patient temperature (pt) was 37.9c, targeted temperature (tt) was 36c, water temperature (wt) was 25.3c, water flow rate (wfr) was 2.4 l/m. System diagnostics, outlet monitor temperature (t1) was 25c, outlet control temperature (t2) was 25.3c, inlet temperature (t3) was 25.6c, chiller temperature (t4) was 25.5c, water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 67%, mixing pump command (mpc) was 100 percent, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 3555.5, pump hours were 3327.5. Advised to send to biomed labeled 113 not cooling. No other devices available. Stated they just had to put in a work order for other device. They will need to use alternate method for cooling. Sn (B)(6). Biomed needs assistance with repairing/trouble shooting device reported with 113 reduced water temperature control. Per review of wo notes, it was determined that the device had a chiller issue, t4: 25.2 and the chiller tank was full of water.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed chiller. The device was evaluated upon receipt. During evaluation it was determined that the device had a chiller issue, the chiller tank was full of water. The work order is still open, therefore the outcome of the repair cannot be determined at this time. See the attached investigation closure memo for more information. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections made to tab(s): d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool. Per additional information updated from (B)(6) on (B)(6) 2025, nurse stated device had been alerting 113 reduced water temperature control. Patient temperature (pt) was 37.9c, targeted temperature (tt) was 36c, water temperature (wt) was 25.3c, water flow rate (wfr) was 2.4 l/m. System diagnostics, outlet monitor temperature (t1) was 25c, outlet control temperature (t2) was 25.3c, inlet temperature (t3) was 25.6c, chiller temperature (t4) was 25.5c, water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 67%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 3555.5, pump hours were 3327.5. Advised to send to biomed labeled 113 not cooling. No other devices available. Stated they just had to put in a work order for another device. They will need to use alternate method for cooling. Sn (B)(6). Biomed needs assistance with repairing/trouble shooting device reported with 113 reduced water temperature control. Per review of wo notes, it was determined that the device had a chiller issue, t4: 25.2 and the chiller tank was full of water.